Manufacturer narrative:
Article website: http://www.interventionalneuroradiology.it/rivista.aspx?ID=4036. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There was limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. (B)(4). Related MDR from this journal article to report death event: 2029214-2015-00192.

Event description:
Citation: van rooij et al. Endovascular treatment of intracranial aneurysms in the flow diverter era: frequency of use and results in a consecutive series of 550 treatments in a single centre. Interventional neuroradiology 20:428-435, 2014. Medtronic (covidien) received information through literature review and the following events were captured as a result of the review: two patients experienced serious adverse events: one patient experienced perforator infarction basal ganglia and the other one experienced open aneurysm at 30 months despite placement of an additional pipeline embolization device (ped). It was reported that patient 9 with an a1 dumbbell aneurysm was treated with 2 peds and developed a perforator infarction of basal ganglia. At 6m angiography the aneurysm was occluded and at 12m mrs=2. Patient 2 was an elderly man who was diagnosed with a large fusiform aneurysm of the left supraclinoid carotid artery. The aneurysm was treated by placing a ped. Follow-up CT angiography at 6, 12, and 24 months revealed that the aneurysm was still open and at 24 months, a second ped was telescopically placed across the aneurysm. CT angiography six months later showed that the aneurysm is still open.